Event description:
It was reported that the patient was going to have a battery replacement because his battery died three years prior to the report. The implant died after 3 years. The patient did not need the device so he stopped charging. The past three years the patient had not had pain but in the past 3 months prior to the report his neuropathy leg pain came back. The patient was going to have a new implantable neurostimulator (ins) implant on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377745, lot# v002103, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377745, lot# v002103, implanted: (B)(6) 2006, product type lead.